Event description:
It was reported that the alarm 75(non-recoverable system error inlet water temperature sensor out of range ¿ high resistance) was prompted on the arctic sun device during use and the device was sent to hospital biomed. Calibration was performed and triggered error 75. This unit needs a manifold replacement. Per sample evaluation results on (B)(6) 2024, it was reported that threads damaged on flow meter. Damage to the front and side shell.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed manifold harness. The device was evaluated upon receipt. Failed manifold harness. Replaced manifold harness. Cracked shell. Threads damaged on flow meter. Performed pm procedure. Serviced mixing pump, circulation pump. Replaced heater, manifold o-rings, flow meters, tank tubing, and pressure transducer. The arctic sun 6000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm 75 (non-recoverable system error inlet water temperature sensor out of range ¿ high resistance) was prompted on the arctic sun device during use and the device was sent to hospital biomed. Calibration was performed and triggered error 75. This unit needs a manifold replacement.